Manufacturer narrative:
This event was determined to be supplemental information and will be captured under MFR. Report # 2916596-2025-03755.

Event description:
It was reported that the patient experienced driveline fault and pump off alarms. The account requested a driveline and modular cable connector replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.